Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest recorded blood glucose (bg) of 315 mg/dl. The user noted the smell of insulin and observed insulin behind the cartridge plunger, indicating a leaking cartridge. A supply change was performed, after which bg decreased. Replacement supplies were arranged. The device provided a high bg alert. No medical intervention was required.